Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access hstni reagent was not returned for evaluation. The data submitted by the customer to beckman coulter for investigation supports evidence of repeatable erroneously elevated hstni patient result obtained on access2 analyzer s/n 800224: the original result was 55 ng/l and duplicate results of uncentrifuged sample were respectively 26.7 and 35.5 ng/l. It is also reported elevated hstni results on dxi about 27.1 and 27 ng/l. The sample was collected in a serum tube, it was full and clear. Calibration passed on (B)(6) 2019 with reagent lot 832524 and calibrator lot 832156. System check passed on (B)(6) 2019. Qc were passing within the laboratory¿s established ranges. No hardware errors or other assay issues were reported in conjunction with this event. The cause of this event is unknown. Beckman coulter internal identifier for this report is case (B)(4).

Event description:
The customer reported obtaining erroneous elevated troponin I (access hstni) patient results involving the laboratory's access 2 immunoassay system access clinical system (serial number (B)(4)). Results were discordant with the abbott I-stat ctni method and the patient clinical file. Calibration, qc (quality control) and system check were within system and assay specifications. Additional information on the patient¿s demographics such as age or date of birth was not supplied. There was a change in patient treatment based on the erroneously elevated hstni result. Patient given the following medication based on initial troponin result at (B)(6) 2019: loading dose ticagrelor 180mg, enoxaparin 70mg, stat therapeutic clexane 1mg/kg. No further doses given according to patient chart. The patient was discharged after receiving correct result on (B)(6) 2019.